Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2015-00037. Following an atrial fibrillation ablation procedure, a pericardial effusion occurred. The left atrium was accessed with a swartz introducer and a tacticath quartz ablation catheter was advanced to collect geometry. After approximately 30 minutes, steering issues occurred, the device was exchanged, and the procedure was completed with no further issues. A few hours following the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. The patient remained stable and was restarted on anticoagulants two days later.